Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been hospitalized for diabetic ketoacidosis. The customer states their blood glucose level kept rising and had to take manual injections. The customer's blood glucose level at the time of hospitalization was 650mg/dl. The customer states they examined the site and noticed it was kinked. The customer states there was a bent cannula at the time of hospitalization. The customer's blood glucose level at the time of bent cannula was 160mg/dl. The customer states it was a past event, and they had already changed out their set. The customer was assisted with troubleshoot. The customer declined to accept continuation of therapy pump, and states they will be waiting to speak with their representative. No further assistance was needed at this time.